Event description:
Potential for injury associated with a tdx4 storm custom power chair that is going into freewheel and veering to the right. Erratic/unintended movement could cause injury to the user.